Event description:
It was reported that the device displayed an early transmitter expiration alert. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device displayed an early transmitter expiration alert. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.